Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl. Customer state that pump was randomly suspended itself. The customer was assisted with troubleshooting and declined for high blood glucose. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. The customer was advice to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. Device monitored for four days no unexpected suspend noted during testing. Device received with time clock anomaly reported, no time clock anomaly noted during four days of monitoring.